Event description:
During a laparoscopic appendectomy procedure, the proudct would not release from the tissue. Another device was used to dissect the tissue off the product. The operating room time was extended by one hour. There was no pt consequence.